Event description:
It was reported that the burr became stuck in the lesion and had to be removed with a snare. The target lesion was located in the distal right coronary artery (rca). A 1.25mm rotalink plus was selected for use. During the procedure, a 6f unknown guide catheter was advanced and three or four synergy stents were implanted. Then, the physician proceeded to rotablate the distal rca and went in with the 1.25mm rotaburr. However, it was noted that the burr became stuck. Consequently, the physician used multiple balloons and made multiple attempts to remove the burr. Another 1.5mm rotalink plus was advanced burred alongside the detached burr to remove it. Then, the physician was able to snare it out. The case was cancelled. No further patient complications were reported and the patient's status was stable.